Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Impedance trends show a gradual rise over the last year from about 100 ohms to out of range values of 125 ohms. The patient was brought in and the alert limit was increased to 150 ohms. No further actions have been taken. The lead remains in service and there have been no adverse patient effects reported.